Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "MRI scan showing [patient] right breast is ruptured¿. Device has been explanted.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side "MRI scan showing [patient] right breast is ruptured¿. Device remains implanted.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling.

Event description:
Device has been explanted.